Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen (type, lot number, concentration, and dose unknown) via an implanted pump. The indications for use were listed as intractable spasticity and other spasticity. The pump logs indicated that the pump motor stalled on (B)(6) 2015 at 14:17 and recovered the same day at 15:07. If the patient experienced any symptoms related to the motor stall, troubleshooting performed with results, actions/interventions taken, the cause of the motor stall, and patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.